Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and varying rv coil impedance measurements. Follow up with the clinic indicated the physician will continue to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.